Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope experienced bad imaging issues. The issue was identified during preparation for use. There was no report of patient or user harm associated with the event. Device evaluation found no image, flickering due to faulty ccd unit. This report is being submitted due to the finding of no image caused by faulty ccd unit identified during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of bad imaging issues were confirmed. Device evaluation found no image. There was flickering when angulating the cdc unit. This is due to a faulty ccd ( charged coupled device ) unit causing disconnection/ short-circuit of the image sensor cable. Additionally, the following findings were also identified during device evaluation: a-rubber (bending section) , a-rubber glue and insertion tube (I/t) found to be a non olympus . Light guide bundle breakage causing low light. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the ccd unit (charge-coupled device unit) was damaged during handling of the device by the user. As a result, the suggested event occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.